Event description:
It was reported the pt's ipg would not communicate with the programmer or charger. The (B)(4) rep tried to add or decrease space, which did not resolve the issue. It was reported the pt had not used his system in 2 years, but had been charging his ipg (the last full charge was 6 months ago). It was also reported the pt had fallen a few months go. F/u determined the pt had been sent for an x-ray and then for f/u with his physician for the next course of action.

Manufacturer narrative:
This ipg serial number was included in a field advisory.